Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the clip transected the vessel and therefore did not seal the end of the vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient.